Manufacturer narrative:
The reported event could not be confirmed; medical records provided identified no intra-operative complications and audiographic assessment taken at the patient¿s 4-year follow-up does not identify any indication of the presence of a loose/foreign body. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona ps standard femoral catalog 42500605802 lot 62714251, articular surface (ps) right 11 mm height catalog 42521400411 lot 62132750, unknown bone cement. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it has not been indicated for removal. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00178, 0002648920-2019-00422, 0002648920-2019-00423.

Event description:
Patient reported experiencing increased pain post total knee arthroplasty. Patient was assessed and it was decided an arthroscopy would be performed to removed a loose body. This has not occurred yet and no implant removal was indicated.